Manufacturer narrative:
The device was received for evaluation. During functional testing, it was confirmed that the device had low audio. A service history review revealed that during the last service cycle the evaluator found the speaker was loose and the rear case was replaced. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the condition was determined to be a faulty rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump speaker was having issues fading in and out. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.